Event description:
Contact called stating that the meter was reporting erratic results. The meter reported results of 439 mg/dl, 10 mins later 130 mg/dl. The customer then passed out and the paramedics were called. 15 mins later the ambulance arrived and tested their blood receiving a result of 22 mg/dl. Customer taken to hosp and an IV administered. Contact returned meter to pharmacy for testing, and was asked to retrieve it so co could test it with pt.